Event description:
Information received notes that the device was in back-up mode. An attempted download resulted in "interrogating device" and "position head" messages. After a few minutes, the message to "press start download again" appeared. The same behavior was observed one week previous when dashes were noted for parameters. Measured data could not be obtained. The patient was pacemaker dependent and the device was replaced.